Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that device prompted, "sensor not active" during the session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.